Event description:
It was reported that the device was removed due to infection. No patient symptoms or outcome were reported. Additional information has been requested from the hcp, but was not available as of the date of this report.